Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to pain and altr. The head, liner and a cable (which had been implanted prophylactically in the primary procedure) were revised. Rep reported that no further information will be available.